Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead perforated the superior vena cava (svc). The physician was then unable to pull the ra lead out. Another physician was called in, and after several extraction attempts, the cook extraction equipment was used. During the extraction, there was separation between the anode and cathode of the lead. The lead was successfully extracted with a moderate amount of tissue attached. It was reported that the mannitol coating on the tip of the lead had not dissolved before introduction during the implant procedure. A new lead was then successfully implanted. During the procedure, the patient remained stable and vital signs did not have any acute changes.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.